Event description:
The customer reported that erroneous elevated bicarbonate results were generated on the olympus au600 clinical chemistry analyzer for sixty patients over an unspecified period of time. Actual data was not provided by the customer, and hence the actual patient results and event date are unknown. For the purposes of this report it will be inferred that the event date for all sixty erroneous results was (B)(6) 2012. The initial bicarbonate results were reported outside of the laboratory and it is unknown as to whether there was an impact to patient health, or a modification to patient treatment, associated or attributed to the event. Multiple attempts were made by beckman coulter inc. To obtain this information from the customer. A physician questioned the results. The patient samples were retested on another instrument and generated bicarbonate results that were 10 meq/l lower than the initial results. Corrected reports were issued. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that the reagent blank data was normal on the event date. Bicarbonate calibration data for the level two calibrator had fluctuated for three weeks prior to the event. On the event date the calibrator optical densities were consistent with recent historical results for the analyzer. All quality control data was within two standard deviations of mean. No specific patient information or sample collection/handling was provided by the customer.

Manufacturer narrative:
The customer replaced the bicarbonate reagent and calibrated the analyte/instrument using a new calibrator. The customer replaced the lamp and performed a photo calibration, after which the instrument's bicarbonate results concurred with the facility's alternate instrument with no obvious abnormalities noted. A field service engineer was dispatched to the site. The fse performed the remainder of the preventive maintenance activities. The fse could not detect any performance issues with the instrument. Quality controls were executed after maintenance. All values recovered within acceptable established ranges. Upon completion of the instrument maintenance activities, the instrument was returned back into service. The root cause is unknown.